Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inpsection of the device found it to be in poor condition, with a cracked drain elbow and tank cover. A damage line cord and bent micro switch was also noted. Device underwent functional testing; filled it with water and powered on. Device alarmed, confirming the reported customer complaint. The problem source has been determined to be the damaged micro switch caused by user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had "constant alarming". The reporter is unaware of any patient involvement. There were no adverse effects reported.